Event description:
It was initially reported that the lens was broken. It was then confirmed that the haptic was broken. No patient injury reported so far. No further information has been provided.

Manufacturer narrative:
Date of event: information unknown / not provided. If implanted, give date: unknown/not provided. It is unknown if the lens was implanted. If explanted, give date: unknown/not provided. It is unknown if the lens was implanted; therefore, it is unknown if explanted. (B)(6). The intraocular lens (iol) was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.